Event description:
It was reported that the user experienced loss of glucose readings from a dexcom g7 continuous glucose monitor (cgm) on the ilet bionic pancreas, with a "sensor reconnecting" alert and temporary cgm signal loss to the ilet only; education was provided after which readings resumed. The user experienced temporary inability to view cgm values with no adverse clinical symptoms reported. Outcomes included no injury, no medical intervention, and no hospitalization. User support included complaint intake review and guided troubleshooting focused on cgm-to-pump communication. Investigation of this case revealed a transient communication disruption between the cgm transmitter and the ilet that resolved without hardware replacement, consistent with intermittent signal loss. It was concluded, based on previously established findings for similar reports, that the cause was communication interference or environmental factors leading to temporary loss of cgm signal.